Event description:
Information was received from a patient (pt) regarding an external device. It was reported that there have been issues for probably a month or longer when recharging their implanted neurostimulator (ins). Pt also indicated there was a problem with the controller (ptm) not working, adding the recharging antenna (rtm) cord gets pretty hot <(>&<)> is fraying from the socket. Pt mentioned they met with a manufacturer representative (rep) today who tested the ptm saying the numbers were reading low. Patent services (ps) understood rep was probably referencing the numbers in passive recharge (prm). Pt said the ptm should be able to find the device without the rtm connected but then confirmed the ins hadn't been charged in a while, a couple of months. Ps reviewed the issues pt was describing, the ptm issues were most likely related to the rtm being damaged. Pt verified ptm was powered on. Ps had them connect ptm with power supply. Pt said the ptm 'battery indicator' light was solid green. A replacement rtm was requested. Additional information was received from the pt. Pt called back stating that they plugged the replacement rtm into the ptm, and the equipment was looking for the device, when software problem (1-intellis, 2-3.6, 3-1546, 4-appmanager.c) appeared. Ps walked the pt through resetting the ptm. After the reset, pt confirmed that the ptm powered on and that the error message was cleared. Ps had the pt initiate an ins recharging session; pt stated that they got further than they had before; pt saw the normal recharging screen with the ptm at 100% and the ins in the red zone with recharging excellent indicated. Pt then stated that ¿no device found¿ appeared; ps had the pt tap ¿try again¿ and pt confirmed seeing recharging excellent again. Ps reviewed best recharging practices with the pt.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed no issues with recharger telemetry module (rtm) charging the ins. Cable insulation is pulled out from the donut, scratch marks on rtm donut. Rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.